Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In 2022, a patient underwent a port placement for chemotherapy purpose. In (B)(6) 2024, approximately two years post port placement, the patient allegedly experienced pain in the neck area. In (B)(6), x-ray showed that the catheter had not been detached but was confirmed that it had been disconnected. There was no reported patient injury.

Event description:
In 2022, a patient underwent a port placement for chemotherapy purpose. In october 2024, approximately two years post port placement, the patient allegedly experienced pain in the neck area. In march, x-ray showed that the catheter had not been detached but was confirmed that it had been disconnected. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned in two segments. Gross visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned and measured approximately 16.8cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that was elliptical in shape. A split was noted approximately 0.9cm from the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. The edges of the split on the distal catheter segment were noted to be jagged. Therefore, the investigation is confirmed for the identified fracture, material separation, deformation and wear issues. However, the investigation is unconfirmed for the reported disconnection as more specific fracture and material separation were identified. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.